Event description:
Pt. Presented with intermittent power spikes,rising ldh,dark tea colored urine and dizziness. Echo revealed lvedd increase and opening of the aortic valve. Pt. Went to the or on (B)(6) 2013 for hmii lvad pump change-out.